Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous right common iliac to external iliac artery. On the first inflation, the f/g sterling otw 5.0 x 60/80 (4f) balloon was inflated to eight atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a wanda balloon and deployed an express ld stent. The pt status is listed as no problem with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).